Manufacturer narrative:
(B)(4).

Event description:
The customer contacted physio-control to report that their device displayed the low battery and attention icons. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed internal electrical leakage that could deplete the internal hybrid layer capacitor (hlc) batteries; defibrillation therapy may not be available if needed.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control determined that filters, designators fl9, fl10 and fl11 on the analog pcb assembly were electrically leaky. The leaky filters depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.